Event description:
It was reported that the lead was removed due a system infection ((B)(6)). The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the device and leads were removed due a system infection of serratia marcescens. The system was replaced. No further patient complications have been reported as a result of this event.